Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the complaint device found that the clip assembly was not returned with the device. A couple of kinks were noticed on its catheter. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
This report pertains to one of three devices (10217709, 10217732) used during the same procedure. It was reported to boston scientific corporation that three resolution 360 clip devices were used in the stomach during an upper endoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first clip was able to lock onto the tissue; however, the clip failed to release from the catheter even after shaking and jimmying the device. Reportedly, the clip was then pulled off from the patient and caused bleeding. Another two resolution 360 clip were used and both clips were able to grasp and lock onto tissue but failed to release from the catheter. The patient was transported to critical care and received three units of blood. The procedure was completed after two hours with twelve more resolution 360 clip device. The patient condition at the conclusion of the procedure was reported to be stable.